Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® thrombin plus blood collection tube experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: material no: 367817 batch no: 8029635. Event description: this is intended to report out of specification end of shelf life draw volumes test on bd vacutainer® thrombin plastic tubes catalog # 367817 made in (B)(4). As part of CAPA (B)(4), we sourced bd vacutainer® thrombin plastic tube 4.8 ml (367817) which were sterilized at nominal (~22.8kgy) and maximum dose levels (~38.4 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® thrombin plastic tube 4.8 ml did not meet the product specification at end of shelf life for draw volume of -19% of labelled draw at below mentioned test intervals. Please refer below graphs for details. And also refer the table for your reference. Date of awareness is the date when particular test interval has performed. Irradiation dose (kgy): nominal 21.5 ¿ 22.8. Test interval (months): t=13.

Manufacturer narrative:
G.4. Date received by manufacturer: 07/18/2019. Bd has updated the awareness date to july 18, 2019, since this date represents a corrected time-frame for when bd reviewed the internal test data and came to the conclusion that testing had not met specifications. The initial awareness date that was referenced in the complaint, represented the date that the testing was conducted. H.6. Investigation: bd had performed an evaluation of the complaint and observed the failure mode based on the results generated during internal testing. Additionally, the incident lot had expired at the time this issue was being evaluated so no further testing could be performed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1275090. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the bd vacutainer® thrombin plus blood collection tube experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: material no: 367817. Batch no: 8029635. Event description: this is intended to report out of specification end of shelf life draw volumes test on bd vacutainer® thrombin plastic tubes catalog # 367817 made in plymouth UK. As part of CAPA 54720, we sourced bd vacutainer® thrombin plastic tube 4.8 ml (367817) which were sterilized at nominal (~22.8kgy) and maximum dose levels (~38.4 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® thrombin plastic tube 4.8 ml did not meet the product specification at end of shelf life for draw volume of -19% of labelled draw at below mentioned test intervals. Please refer below graphs for details. And also refer the table for your reference. Date of awareness is the date when particular test interval has performed. Irradiation dose (kgy): nominal 21.5 ¿ 22.8. Test interval (months): t=13.